Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high pacing impedance and high capture threshold, resulting in failure to capture. The rv lead was capped and replaced on (B)(6) 2026. The patient was stable throughout.